Manufacturer narrative:
According to the customer contact, the customer purchased a double-sided cotton swab, and he went to use it and the tip broke off in his ear and had to go to the dr. To get it removed. No additional information at this time. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer contact, the customer purchased a double-sided cotton swab, and he went to use it and the tip broke off in his ear and had to go to the dr. To get it removed.